Manufacturer narrative:
Findings: no a17 alarm noted. Unit passed self test. Unit had intermittent alarm during a21 error test. No cosmetic damage noted.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.